Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after the pump became wet. The customer's blood glucose level was not impacted. While speaking to tandem technical support, the customer reloaded the cartridge and resumed insulin delivery.